Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. There were two non-sustained tachycardia episodes with v-v intervals less than 220 ms from 11 to (B)(6) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 588 ventricular sensing integrity counter since last session 2 days ago. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. There was one inappropriate shock delivered on (B)(6) 2016 due to non-physiologic oversensing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead delivered inappropriate therapy. Noise was noted on the electrogram. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.